Event description:
Event description guidant received information that the right ventricular (rv) lead was unable to capture the myocardium and was undersensing r-wave measurements. It was suspected that the lead became dislodged. During the revision procedure, it was noted that the rv lead pulled back into the right atrium. The lead was explanted and a new rv lead was successfully implanted. The lead was returned to guidant.